Manufacturer narrative:
Clarification to corrected data for g7: 15-day report.

Event description:
Health professional reported injecting a patient in the left tear trough with .2 ml of juvéderm volbella® xc. Five months later, the patient was injected bilaterally in the tear troughs with .4 ml of juvéderm volbella® xc. Six months later, the patient presented with ¿induration and fullness¿ in the injection sites, noted as "firm, non-tender, mildly erythematous, madly edematous area." That day, the patient was treated with prednisone that they did not take and instead went to see their primary care physician. The next day, the patient was treated with a hyaluronidase / 5fu / lidocaine blend. One week later, the patient reported that they were diagnosed with a "sinus infection" and was treated with another hyaluronidase / 5fu / lidocaine blend. One week later, the patient reported that they had "pneumonia." The patient was treated with another hyaluronidase/5fu/lidocaine blend. The event resolved, with a "lesion" being reported as resolved. This is the same event and the same patient reported under MDR ID#: 3005113652-2020-00642 (allergan complaint#: (B)(4). This MDR is being submitted for the second injection of suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection ¿ ndr is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection ¿ ndr is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the left tear trough with .2 ml of juvéderm volbella® xc. Five months later, the patient was injected bilaterally in the tear troughs with .4 ml of juvéderm volbella® xc. Six months later, the patient presented with ¿induration and fullness¿ in the injection sites, noted as "firm, non-tender, mildly erythematous, madly edematous area." That day, the patient was treated with prednisone that they did not take and instead went to see their primary care physician. The next day, the patient was treated with a hyaluronidase/5fu/lidocaine blend. One week later, the patient reported that they were diagnosed with a "sinus infection" and was treated with another hyaluronidase/5fu/lidocaine blend. One week later, the patient reported that they had "pneumonia." The patient was treated with another hyaluronidase/5fu/lidocaine blend. The event resolved, with a "lesion" being reported as resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00642 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm volbella® xc.

Event description:
Health professional reported injecting a patient in the left tear trough with .2 ml of juvéderm volbella® xc. Five months later, the patient was injected bilaterally in the tear troughs with .4 ml of juvéderm volbella® xc. Six months later, the patient presented with ¿induration and fullness¿ in the injection sites, noted as "firm, non-tender, mildly erythematous, madly edematous area." That day, the patient was treated with prednisone that they did not take and instead went to see their primary care physician. The next day, the patient was treated with a hyaluronidase/5fu/lidocaine blend. One week later, the patient reported that they were diagnosed with a "sinus infection" and was treated with another hyaluronidase/5fu/lidocaine blend. One week later, the patient reported that they had "pneumonia." The patient was treated with another hyaluronidase/5fu/lidocaine blend. The event resolved, with a "lesion" being reported as resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00642 (allergan complaint # (B)(4). This MDR is being submitted for the second injection of suspect product, juvéderm volbella® xc.